Event description:
It was reported that the patient had been feeling ¿poorly¿ about a month before the device was explanted and replaced. The patient was seen for blood pressure issues and medications were adjusted due to worsening symptoms. The patient¿s physician noted that the patient had experienced multiple pre-syncopal and syncopal episodes, had been feeling dizzy, and had fell. The patient presented to the emergency department with these symptoms, a right ankle fracture, and was hospitalized. The patient¿s symptoms correlated with the device mode change to vvi65 due to normal battery depletion. Several days later the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.